Event description:
It was reported that the patient presented in clinic for follow up with the implantable cardioverter defibrillator in backup operation. The device was successfully restored. The patient was stable.